Event description:
Related to MFR report # 2183959-2012-02008. On (B)(6) 2009, a perigee prolapse repair system, another ams device and a non-ams device were implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged "as a result of the implant" the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries." It was also alleged the plaintiff "was and/or still is caused to suffer severe and personal injuries which, are permanent and lasting in nature, physical pain and mental anguish" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.